Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one month post implant, that the right atrial (ra) lead exhibited oversensing of noise and an impedance spike to high/undefined. It was further determined that the patient's ra lead was not fully inserted into the header of the implantable cardioverter defibrillator (ICD). Reprogramming was completed and both products remain in use. No patient complications have been reported as a result of this event.